Event description:
The user facility reported that the physician was performing a left lower extremity angiogram with intervention via right common femoral artery (cfa) access. A 6 french sheath was used for the case and prior to closure, an angiogram was performed of the cfa. The vessel was larger than 4mm, the access was in the lower 1/3 of the cfa; however, still above the bifurcation. No lesions or plaque were seen in the artery. The physician had no issue or difficulty gaining access with the sheath. The patient did have a larger pannus; however, it was taped back prior to gaining access, and the access was at an appropriate angle. A 6 french angio-seal (a-s) was opened for closure. The physician had no difficulty in gaining access with the a-s sheath. The physician was able to click together the a-s sheath and a-s device with no issue and then pulled back the a-s device for the second click. When the physician pulled the sheath and device back for a-s deployment, the entire a-s device came out of the patient. Manual pressure was held to gain hemostasis. The physician stated that everything went perfectly with access and closure, except that the footplate never came out of the end of the a-s device. The patient did develop a small hematoma while holding pressure, no intervention was needed. The patient remained stable throughout and the procedure was a success. The estimated blood loss was less than 250cc. No surgical intervention was required. Additional information was received on 18jun2025: apparently, after they got the patient out of the room and after they talked to the rep, the patient began bleeding again. The lead tech emailed the rep and stated after an hour and a half of holding pressure and unable to achieve hemostasis, the doctor had the patient transferred to the hospital. The emergency room (ER) placed a fem stop and monitored him for a while. He was then sent for a cta, and no update was received. Additional information was received on 23jun2025: the patient did not have any history of bleeding disorders. It was reported that due to his weight and body habitus that they had a hard time controlling the bleeding. He was sent for a cta while at the hospital; however, no intervention was needed.

Manufacturer narrative:
D6a: implanted date: unknown if the device was implanted. D6b: explanted date: unknown if hte device was explanted. A review of the device history record of the product code/lot number combination was conducted with no findings. One (1) 6 french angio-seal vip device was returned for product evaluation. The returned sample includes the carrier tube, hemostasis sheath, arteriotomy locator, guidewire, and header bag. The device was subjected to visual and functional analysis. The device appears to be in used condition with visible signs of blood. The hemostasis sheath and carrier tube are fully mated in rear lock position. The anchor is visible in the device tip. The device is set to forward lock position, deploying the anchor. The device is reset to rear lock position, posting the anchor on the device tip. The anchor is manually pulled, deploying the anchor, collagen and tamper tube successfully. The complaint can be confirmed for a nondeployment device pullout. The device was returned with the anchor still attached and was able to be successfully deployed. The exact root cause cannot be determined. The likely cause is there was an obstruction to the device tip, preventing the anchor from deploying and posting. The device history record review determined the device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently no action is recommended since this risk evaluation is within the predetermined limits in the hazard based risk table (hbrt).